Event description:
It was reported that balloon rupture occurred. Access was obtained via right femoral approach. The 90% stenosed target lesion being treated was located in a moderately tortuous and non calcified right common iliac artery (cia). After a non-bsc introducer sheath and a non-bsc guidewire was advanced to the lesion, a 9.0 x 40, 75cm mustang balloon catheter was used to dilate the lesion. Upon the first inflation for 10 seconds, the balloon ruptured at 10 atmospheres. There was no segment of the balloon detached inside the patient after it ruptured. The device was retrieved intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).